Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had a low flow issue and needed a battery change. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requests the device to be evaluated for a low flow alarm (possible flow sensor) and also requested the battery to be replaced. Device evaluation and repair are pending, and this investigation is ongoing.